Manufacturer narrative:
Device return: two (2) used d1000 tego connectors were returned. Although requested the involved set-up/mating devices were not returned. Qe testing and analysis: visual inspection (pre and post decontamination) recorded component damages most notably on the corner of the silicon slits functional testing to the applicable product specifications recorded the returned tego connectors failed pressure testing. Leaking was observed with both returned complaint units. The complaint unit was disassembled and the internal components analyzed. The engineers report identified a needle/pin strike in the side wall below the slit. The tego connectors can only be accessed with a male luer meeting iso 594-1 luer slip requirements. Lot build record review: a review of the mfg. Lot build database for the reported lot# 3155036 (mfg. Date 12/2015) showed (B)(4) units were mfg. Tested, inspected and released. There were no exception documents generated during the lot build. Findings: engineering analysis of the two returned used d1000 tego connector confirmed component damages/leakage. The characteristics of the component damages are consistent with incorrect usage / access with incompatible mating/access devices and not as a result of the assembly/mfg. Processes. As stated on the directions for use (dfu) the d1000 tego connector should only be accessed with a iso compliant male luer.

Event description:
Int'l. ((B)(6)) complaint received reporting leakage issues with use of unknown dialysis set-up where d1000 tego connectors were in use. The initial information received reports ".. The connector was in use before it was found on the station that the connector is leaking and blood leaked. Patients came to no harm". Additional event/device usage information although requested has not been responded to.